Event description:
Caller states that she was in the hosp due to breaking her wrist and that while there, she compared her device to the hosp device. She states her device read 308mg/dl while the hosp device read 60mg/dl. She states that these tests were performed within 5 minutes of each other. She reports receiving juice to elevate her blood glucose and no other treatment. No glucose control solutions were used. Requested return of suspect device and replacement was sent.